Manufacturer narrative:
Recurrent gastrointestinal bleed was reported in manufacturer report number 2916596-2020-00749. Section d4 and h4: additional information manufactures investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported elevated ldh, fatigue and shortness of breath could not conclusively be established through this evaluation. It was reported that the patient was presented with an elevated ldh of 533 u/l with baseline values in the 200¿s. The patient also reported fatigue and shortness of breath with activity. The submitted log file contained data from (B)(6)2019 through(B)(6)2020 . The majority of the data consisted of pi events and routine power source exchanges. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended.the account later communicated that the cause of the elevated ldh was not identified. The patient had no symptoms. Labs were also done and the patient was treated with aspirin and clopidogrel. The patient remains hemodynamically stable, being closely monitored as an outpatient. The patient remains ongoing on heartmate ii lvas, serial number vad-15639. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with elevated lactate dehydrogenase (ldh) of 533 u/l with (baseline in 200¿s), haptoglobin < 20, plasma free pending (pfhg). The patient¿s international normalized ratio (inr) is therapeutic. No unusual vad parameters however the patient is fatigued and short of breath with activity. The cause of the elevated ldh is not identified however the patient¿s inr range has been kept at 2-3. Urine analysis (ua) was negative. Treatment has been the substitution of a full dose of aspirin at 325 mg and added clopidogrel 75 mg daily. The patient is hemodynamically stable but being closely monitored as an outpatient. No additional information provided.